Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the left anterior descending artery (lad) the 2.5 x 20 mm trek balloon dilatation catheter (bdc) was inflated at 8 atmospheres (atm) for 60 seconds and then was deflated, but the balloon remained partially inflated in the artery. The partially inflated balloon was removed through the guide catheter but separated. All of the device was removed from the anatomy in the guide catheter. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The separation was confirmed. The deflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the deflation issue; however, the balloon separation appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.